Event description:
Reporter stated "I wear a heart monitor and it was very hard to remove adhesive strip from device. This led to severe pain and bruising on my upper chest. The device was discontinued."